Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that the threads were stripped/damaged on the lay user/pt's one touch ultrasoft lancing device. At the time of troubleshooting, it was verified that the device was not a new product. It was determined that the pt's technique used to collect the sample was correct and that she was using the product according to the instructions. She had contacted a medical professional for advice and a visiting nurse was sent out to train the pt. She had taken her oral medications for diabetes following the use of the product. There is no report of adverse event. The lancing device was replaced for the lay user/pt.